Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had atrial fibrillation where the rhythm correlated and the patient received inappropriate therapy. Therapy was exhausted in the device. Boston scientific technical services (ts) was contacted and discussed programming options. The device remains in service and no adverse patient effects were reported.